Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. The event can be detected/prevented by following the instructions for use which state: "gif-h290 IFU: operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope. Gif-h290 IFU: reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.3 precleaning the endoscope and accessories, 5.5 precleaning the endoscope and accessories." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material inside the nozzle. There was no patient involvement.